Event description:
A (B)(6) female patient called zoll customer support to report that one of her batteries were not holding a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The battery cells were drained to the point where they could not be charged. The root cause for the excessively discharged battery cells could not be positively identified. No adverse event resulted from the excessive discharge. The patient received a replacement battery pack.